Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions. Implantation of foreign material in tissues can result in histological reactions involving various sizes of macrophages and fibroblasts." "Postoperative bone fracture and pain." "Wear and/or deformation of articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01429 & 01430).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6)2003. During post operative monitoring and testing, adverse reaction to metal debris and fluid were noted. The fluid was located in the anterior and posterior lateral quadrants and measured at 21.4 x 18.7 x 18.2 mm. These findings were found due to follow up testing. Patient further reported pain, limping and poly wear. There has been no reported revision procedure to date.